Event description:
The report from the affiliate indicated that the stent could not be opened under normal pressure. The product was clinically used. There was no reported patient injury. Additional information has been requested.